Event description:
It was reported a patient underwent afib cardiac ablation procedure with a qdot micro¿ catheter and the patient experienced pericardial effusion requiring unspecified treatment. The case was smooth and all veins isolated. Some areas with high contact were observed in the roof of left atria. Right after the case a transtoracic eco was performed and all seemed to be ok. On day 7th physician informed reporter that patient had a pericardial effusion detected hours later the same day. The patient was treated and is stable. No specifics are provided regarding the treatment provided; however, the event is being assessed conservatively as MDR reportable.

Manufacturer narrative:
Device evaluation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31055893l number, and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).